Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Customer was contacted in follow-up to clarify details in this complaint, but was unable to remember many of the details of this event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that when she pushed buttons and inserted a test strip into her adc blood glucose meter it showed a blank screen. Customer further reported that on (B)(6) , 2013 she began to experience symptoms of "trouble talking" and noted her "body was shaking", while trying to "get into (her) house". Paramedics were called, but customer could not recall what, if any, medical treatment was rendered. Customer declined to be transported to a hospital. Customer further reported that the next day, (B)(6) 2013, she experienced a seizure. Paramedics were again called and this time upon arrival an intravenous infusion of unknown type was initiated. Customer also reported she was given an injection, but she did not know what kind. Customer was transported to a local healthcare facility where her blood glucose was monitored on an hourly basis and noted it was found to be "low". Customer was reportedly diagnosed with hyperglycemia. Customer's husband believed she was given metformin. There was no report of death, serious injury or mistreatment associated with this event.